Event description:
The hcp reported that over the last 6 months, the pt has been experiencing increased spasticity. Appropriate volumes had been removed at pump refills. The pump was explanted due to "question of inadequate functioning despite no low battery alarm." The pump was replaced and returned to the MFR for analysis.